Event description:
It was reported the programmer will not interrogate viva/evera devices. It was also reported when interrogating a viva-brava-evera device and only one of these devices the interrogation begins and then goes back to the select model screen. Wireless and rf (radiofrequency) head telemetry were attempted. Tried with implanted device and device in a box. Also, turned wireless telemetry off and used a brand new rf head and same result, telemetry begins for approximately 5 seconds and immediately goes back to select model screen. Again, telemetry with a patient who had an implantable pulse generator worked fine. Did a false connection to the sdn (software distribution network) for a long boot sequence and tried with viva in a box device and issue still present. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer will not interrogate devices; hard drive was reconfigured and software was reloaded software to resolve. Analysis also found the power cord bay door is severely dented. Corrosion found on the power supply. Concomitant product: product ID 2067, serial # (B)(4). (B)(4).